Event description:
Caller reported a recurring cartridge alarm on september 18, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller attempted to resolve the issue by reloading the existing cartridge and loading a new one, but the alarm persisted. Technical support decided to replace the pump, confirmed the shipping address, and sent instructions for putting the pump into storage mode prior to its return. The caller was advised to return the faulty pump within 10 days using the provided return box and pre-paid label and understood these instructions. Meanwhile, the customer planned to use a backup therapy to ensure uninterrupted insulin delivery.